Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 24, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found lens presented with cosmetic damage to the optic body of the lens. No further evaluation was performed. The complaint issue "blurry vision" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a4, a5 and a6: unknown/ not provided. Asku. Section b3: date of event: exact date is unknown/not provided. Best estimate event was indicated to be 3/15/2024 and 3/20/2024 an attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from a patient's right eye as the patient stated he had blurry vision unable to adapt to lens. The patient was unhappy with the results of vision. The explanted lens was replaced with another johnson & johnson lens of the same model, but lower diopter (+23.5d). There were no medical and/or surgical interventions required. The patient has fully recovered. No further information was provided.